Event description:
I used fixodent from 1995 until 2009. While using product, I have countless episodes of numbness and tingling which I still suffer. I have been diagnosed with radiculopathy/myopathy, still treating. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1995 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.